Event description:
Upon removal of the biliary catheter, it was noted that the catheter had split. There was no harm or injury to the patient reported. On november 4, 2008, merit determined that a product retrieval was required because the biliary catheter tips may separate from the catheter shaft after placement, potentially resulting in patient injury.

Manufacturer narrative:
Device evaluation - other: device evaluation in process, but not yet complete. Evaluation codes - conclusions: other: all subsequent investigation results will be submitted to the FDA in a follow-up MDR and in accordance with statutory product retrieval reporting requirements.